Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two scs systems. This report is related to the lead for the cervical scs system. It was reported the patient has been unable to receive adequate therapy. An impedance check revealed high impedance on several contacts. Troubleshooting and cervical injections/epidurals have been ineffective. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's scs system was explanted. Per company representative, the physician plans to treat the patient's pain with medication and other means.